Event description:
Device malfunction: suture/needle break. Symptoms/ae: failure to achieve hemostasis. Time of symptoms/ae: during vessel closure. It was reported that a physician using the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, "sutures and needle(s) broke during the closure procedure." It was not specified how hemostasis was achieved. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.